Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her daughter's insulin pump alarmed no delivery while she was at school. Customer's blood glucose was 420 mg/dl. Customer's mother could not troubleshoot because the device was with customer at school. Customer's mother called her daughter and told her to call the help line. A few days later, customer's mother sent an email stating that customer called the help line and the device started to work properly. Customer was not hospitalized. Nothing further reported.